Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing due to noise on right ventricular (rv) channel which resulted to pacing inhibition up to 5 seconds. There was no inappropriate shock reported and the impedances were stable. Boston scientific technical services (ts) then reviewed the history of the patient¿s device. Additional information states that the device change out was done in which the physician opted to use a new device which has more capability to deal with noise. The source of noise was not identified and the patient will be monitored. This device is out of service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and lead barrels noted no irregularities. All seal plugs and ma (medical adhesive) were intact. The device was interrogated with the renewal software on the zoom programmer and no noise was noted on the electrograms. Also, the device was put through and passed the therapy verification test which involved a series of automated diagnostic testing that verifies the performance of pacing, sensing, shocking and recording functions of the device commensurate with battery voltage. The device met specification and normal battery depletion was noted.